Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00820. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a px slim delivery microcatheter (px slim), the physician experienced resistance and subsequently, the ruby coil became stuck after being advanced 2/3 into the aneurysm. Therefore, the physician decided to remove it. However, upon retraction, the ruby coil unintentionally detached from the pusher assembly in the patient¿s body and the physician used a snare device to successfully remove the entire detached coil from the patient. While attempting to advance a new ruby coil through the same px slim, the physician experienced resistance and decided to retract the ruby coil. However, upon retraction, the ruby coil unintentionally detached from the pusher assembly within the px slim. The physician was able to securely push the detached coil into the aneurysm and the procedure ended at this point. There was no report of an adverse effect to the patient.